Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "data was provided for evaluation, there was no transmitter loss of connection on the date of issue. The reported event loss of connection was not confirmed."

Event description:
Data was provided for evaluation, a transmitter loss of connection found on the date of issue. The reported event loss of connection was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was provided for evaluation, there was no transmitter loss of connection on the date of issue. The reported event loss of connection was not confirmed. The root cause could not be determined.